Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The catalog number, ar-503-ttth and lot number 1206181 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Event description:
It was reported that patient underwent a revision surgery during which all arthrex tka implants ( parts ar-503-ttth, lot 1206181, ar-513-bh12, lot 113601409, ar-504-psc9, lot 113601437 and ar-516-7r, lot 108761414) were explanted due to loose tibial baseplate (ar-503-ttth, lot 1206181). A full revision procedure was done utilizing another manufacturer's implants. Sales rep was present during first portion of procedure. The original surgery was on (B)(6) 2015 and the revision surgery was done on (B)(6) 2015. Follow-up investigation: patient symptoms prior to revision are not known. X-rays were taken prior to revision, pictures are not available. The surgeon had planned on a possible bearing exchange vs. Full revision. With the tibial baseplate being loose, a full revision was performed. Parts ar-503-ttth, lot 1206181 and ar-513-bh12, lot 113601409 were returned. Parts ar-504-psc9, lot 113601437 and ar-516-7r, lot 108761414 were discarded by the facility.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Two devices were received and an evaluation is in progress. Parts ar-503-ttth and ar-513-bh12 were returned. Parts ar-504-psc9 and ar-516-7r were discarded by the facility. Device history record review revealed nothing relevant to this event. This complaint is still under investigation. At the current time the cause of the event cannot be determined.

Event description:
It was reported that patient underwent a revision surgery during which all arthrex tka implants (parts ar-503-ttth, lot 1206181, ar-513-bh12, lot 113601409, ar-504-psc9, lot 113601437 and ar-516-7r, lot 108761414) were explanted due to loose tibial baseplate (ar-503-ttth, lot 1206181). A full revision procedure was done utilizing another manufacturer's implants. Sales rep was present during first portion of procedure. The original surgery was on (B)(6) 2015 and the revision surgery was done on (B)(6) 2015. Follow-up investigation: patient symptoms prior to revision are not known. X-rays were taken prior to revision, pictures are not available. The surgeon had planned on a possible bearing exchange vs. Full revision. With the tibial baseplate being loose, a full revision was performed. Parts ar-503-ttth, lot 1206181 and ar-513-bh12, lot 113601409 are being returned. Parts ar-504-psc9, lot 113601437 and ar-516-7r, lot 108761414 were discarded by the facility.